Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient experienced decrease in vision approximately 8-9 months post implant. Subsequently, the lens was explanted from the left eye due to opacification. It is to be noted that the (B)(6) patient was hospitalized on (B)(6) 2015 due to the left eye "traumatic cataract". On (B)(6) 2015, the patient underwent corneal debridement suture for the left eye and on (B)(6) 2015, the patient underwent the intraocular lens implantation due to a "traumatic cataract". The lens was explanted in (B)(6) 2016. Additional information was required, but has not been received.

Event description:
Received additional information indicating that on (B)(6) 2016, the patient was discharged from the hospital with good general condition. Reportedly, the patient still had slight corneal edema for the left eye and the left eye iop was 12 mmhg.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the lens optic torn in two places with a chunk of the optic and part of the haptic torn off and missing. Some areas of the lens optic surface have an orange peel appearance and several small areas appear cloudy. The lens fragment was rinsed in distilled water in a petri dish overnight. After rinsing the lens was dried in a nitrogen dry box. Further analysis ( light microscopy image and sem micrographs) revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Carbon, oxygen, calcium and phosphorus were detected in the intraocular lens cross-section. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.